Manufacturer narrative:
Product analysis summary: the returned cougar wire was severely kinked at the proximal wire end, and also kinked in the mid-section of the core wire. The analysis revealed damage to the distal section of the wire. The wire top coils were found stretched near the distal joint of the hypo tube and start of coils. Further down, the coils section were also stretched. The distal tip ball was intact. Measurements taken on the wire outer diameter were found to be within specifications. The distal tip ball end was not damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when positioning the left ventricular lead in the in distal coronary sinus posterolateral vene, the guidewire was stuck inside the lead and did not go forward or backwards. The artery had severe tortuosity. No issues were noted with the cougar wire packaging. No issues reported when removing the wire from the packaging per IFU. The wire was inspected and prepped per IFU with no issues noted. The wire tip was formed by the physician. The lead was removed with the wire fixed inside. The wire could be removed outside of the body when force was applied. The cougar wire did not pass through a previously deployed stent. No resistance was encountered when advancing the wire. Excessive force was not applied. No patient complications have been reported as a result of this event.